Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 500 mcg/ml at 25 mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. On (B)(6) 2019 a pump pocket infection was reported. The environmental, external or patient factors that may have led or contributed to the issue was infection. There were no diagnostics performed. The action and interventions taken to resolve the issue was the patient¿s infusion system was removed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.